Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad traces. Currents in specification and no blank display. No damage at the lcd board. The device had a scratched lcd window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube. No numbers ramping up on its own or scroll bar moving with no input and no frozen display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display, display anomaly and keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. The customer stated that the screen would freeze and then would start scrolling by itself. Troubleshooting was not able to resolve the issue. The device was returned for analysis.